Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: the battery cap and the battery compartment were undamaged and able to fit securely. The pump was unable to power up and was completely unresponsive. There was moisture corrosion observed on the display screen inside the pump and the pump failed a leak test due to the display lens leak. The pump¿s cover was removed and moisture corrosion was found internally.